Event description:
A medical centre in another country reported to our distributor that, when they checked the rt204 breathing circuit before use, there was no airway pressure port on the y-piece.

Manufacturer narrative:
Methods - the returned device was visually inspected. Our records indicate that no other complaints of this nature have been received for this lot number. It would appear that the wrong y-piece was used for this breathing circuit assembly. Conclusions - the product was out of specification. The occurrence rate for this complaint is approx 0.005% worldwide for the last yr. We have not had any complaints of this nature from the USA. The following MDR numbers are related to this MDR as they all involve the wrong y-icco assembled on the breathing circuit: 9611451-2007-00013, -00057, -00133, -00138. We will continue to monitor complaints for this type of fault.